Event description:
It was reported that since 2005 the ¿readouts¿ were reading ¿error.¿ the patient was told the pump should last longer. The elective replacement indicator (eri) started showing in 2005. At the time of the report the pump was being used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l63771, product type: catheter. (B)(4).